Event description:
The risk manager from the hospital, reported that the screwdriver broke when tightening the screw. The hospital, further reported that no motor was used but only a manual tightening.

Manufacturer narrative:
Device will not be returned. If the device or add'l info becomes available, it will be submitted on a supplemental report.